Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information received from a healthcare provider (hcp) via a manufacturer representative regarding a patient receiving lioresal . After a pump replacement and catheter revision (see regulatory report # 3004209178-2016-17739 for pump replacement and catheter revision) the patients dose was cut in half from lioresal 2000mcg/ml at 280mcg/day. Additional information received on 2016-08-05 from the manufacturer representative. The patient's dose had to be adjusted because they were having withdrawal symptoms (fever, vomiting, and vital signs not right). The patient's dose was increased to 100mcg and the manufacturer representative believed that the physician was going to hospitalize the patient. Additional information received reported that at the time of pump replacement and catheter revision, they did not know what dose to put in the patient, and that the dose the patient was started at was not "accurate." No diagnostics were performed. It was unknown if the patient's withdrawal symptoms had resolved.

Manufacturer narrative:
(B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a hcp reported the physician clarified that on (B)(6) 2016, the patient experienced the onset of baclofen withdrawal symptoms of fever, ¿vitals not right¿, rhabdomyolysis, vomiting, high blood pressure, tremulousness and difficulty with oral intake (hypophagia) due to the dose ¿being cut in half¿. The patient also experienced tachycardia. On (B)(6) 2016, the patient was hospitalized for rhabdomyolysis and baclofen withdrawal. Treatment was oral baclofen 20 mg every 8 hours, intravenous (IV) fluids, increase of intrathecal baclofen by 100 ug x1, then increasing the intrathecal pump dose to 476 ug/day. On (B)(6) 2016, the withdrawal symptoms resolved, and the patient was discharged home. It was reported the concomitant drugs the patient was taking at an unknown time included keflex (cephalexin), keppra (levetiracetam), colace (docusate sodium), miralax (dietary supplement), and tylenol (acetaminophen). Patient medical history included traumatic brain injury (craniocerebral injury) from a motor vehicle accident, hydrocephalus, weakness left or right side (hemiparesis) with spasticity, seizures, behavior disorder (abnormal behavior), and cognitive impairment (cognitive disorder).

Event description:
Additional information received from business partner novartis indicated that per the health care provider's records, the patient was switched from lioresal to gablofen on (B)(6) 2011.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.